Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the distal end of the device was detached and measured approximately 15mm in length. A visual inspection of the teflon pad found it to be in good condition. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure the tip of the device broke off and fell into the patient. The device fragment was successfully retrieved. There was no error messages observed. The intended procedure was completed with another similar device. There was no patient harm reported. No further information was provided.